Event description:
It was reported to boston scientific corporation in 2007 that an injection gold probe was used during colonoscopy procedure performed two days prior (patient gender, age, and weight are unknown). According to the complainant, the needle would not retract back into the catheter after injection and cautery. The procedure was completed with a second injection gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
No consequences or impact to patient. Retract, failure to. Visual examination of the returned device revealed a kink near the distal tip and a wavy condition along the length of the catheter. It was also observed that the hypo-tube was ruptured. The reported malfunction was confirmed; the cause is undetermined.